Manufacturer narrative:
Other relevant device(s) are: product ID: 9735736 (software version: (B)(4)). No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that while outside of a case, the site tried to load an exam from a disk and an error message appeared stating that the system could not load the exam. The site then tried to load it onto another system and received the same message. The site then tried it on a third system and it loaded as intended. It was stated that the surgeon only had a cd at the time to load. No attempt to load was made via usb. A medtronic representative stated that he was not sure why the site didn't try to load via digital intercommunication of medicine (dicom). There was no patient involved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The system has been upgraded to the latest software version. Exams are able to be loaded via cd, network, or universal serial bus (usb) on this navigation system.

Manufacturer narrative:
Device evaluation: a medtronic representative went to the site to test and service the equipment. The system passed a system checkout and performed as intended. This system testing/servicing was previously disclosed in manufacturer report number 1723170-2019-04240. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A software analysis was initiated. It was determined that there was insufficient information to determined the cause of the event. If information is provided in the future, a supplemental report will be issued.